Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert as triggered due to out of range shock impedance measurements when it comes to this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. A review of the values looked stable. No adverse patient effects were reported. Additional information noted that the patients alarm limits was changed and the patient will continue to be monitored.